Event description:
Twenty four hours after being treated with cosmoderm the pt presented with symptoms of an allergic reaction. The physician observed erythematous injuries and allergic uticaria which caused the sensation of itching. The doctor diagnosed allergic reactions at the treatment and prescribed antihistamine and anti-inflammatory therapy.